Event description:
The customer reported to beckman coulter (bec) that their unicel dxh 800 coulter cellular analysis system did not flag for blasts when blasts were observed on the manual slide for one patient sample that was analyzed on (B)(6) 2013. Review of the provided screen printout for this sample, run in cassette presentation mode, confirmed that there was no blast suspect flags; only operator generated thrombocytopenia flag was seen. Per provided data, 23% blasts were observed on manual slide. Manual differential results were not provided by the customer. The erroneous results were reported out of the laboratory; however, there was no change to patient treatment and no death or injury is attributed to this event.

Manufacturer narrative:
The sample was collected in an edta tube via venipuncture. Controls run before this incident were within range and the instrument is currently performing within quality (qc) specification. Flagging sensitivity was set to high for blast, variant ly, and imm grams, and medium for left shift. Based on raw data analysis, the sample provided has 23% blasts, but the algorithm did not set any suspect flags. The histograms show a slightly low volume neutrophil population touching the lymphocyte population. However, the abnormality was not significant enough for the algorithm to set blast flags. Per conversation with the field service engineer (fse) on (B)(4) 2013, he was at the site on (B)(4) 2013 for an unrelated issue and prior to the customer reporting this event on (B)(4) 2013. The fse verified the instrument at that time and all parameters were within specification. Per review of the fse service history, the fse found no problems with the instrument and the customer has reported no further issues since he last verified the unit. Failure mode is unknown. The fse found no issues with the instrument. Raw data analysis revealed the algorithm did not set any suspect flags. The histograms show a slightly low volume neutrophil population touching the lymphocyte population. However, the abnormality was not significant enough for the algorithm to set blast flags. Per labeling, beckman coulter does not claim to identify every abnormality in samples and suggests using all available flagging options to optimize the sensitivity of the instrument results. All flagging options include reference ranges (h/l), codes, and flags. Beckman coulter recommends avoiding the use of single messages or outputs to summarize specimen results or patient conditions.